Event description:
It was reported when the stylus touched the screen, it sometimes had no reaction. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the programmer worked normally and the electrocardiogram (ECG) cable was missing. As a result the cable was installed. Software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.